Event description:
Prosthesis could not be guided through the wirelock. Several instruments were also hooked to the wirelock. "As per cc form": the physician tried to push the stent through the wire lock but it was impossible. It seemed something inside the wire lock was blocking the duct. The wire lock was removed and the used regular valve to proceed with a regular procedure of a plastic stent implantation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Did the product cause or contribute to the adverse effect(s)? Yes no if yes, complete c12 c12. Please specify adverse effect(s) and provide details: for all complaints, ask: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement, device removal, observation prior to patient contact [(B)(6)] it was impossiblie to push the stent through the wirelock. The stent did not have contact with the intended location but it had contact with the bile. What was the target location for the stent? [(B)(6)] bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored inside of drawer. It was not exposed to light or temperature issues. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Awg2-35-260 was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the type of procedure performed. Stone extraction. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? It was finished with a new chbso-10-9 and pc-10. Did the patient require any additional procedures as a result of this event? No. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? No. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus duodenuskop 4.2 mm. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? Yes. Was resistance encountered when advancing the introduction system in place to the target location? N/a - introduction system did enter the scope. How did the physician deal with this resistance? He was absolutely annoid. How did the physician determine the length of the stent to be used for the procedure? By approximation. Where was the stricture located in the duct? It was right behind the papilla about 3 cm in length. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No. Please estimate the amount of time the stent was in place prior to this occurrence. None. Did any section of the device detach inside the endoscope or patient? No. Please indicate whether the device broke in the endoscope or in the patient? Prior passing wirelock. Was the broken device retrieved? Yes. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): hand. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Fs-pc-7 / awg2-35-260. Did the patient require any additional procedures as a result of this event? No. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. N/a - not applicable if problem occurred at removal.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-feb-23.

Manufacturer narrative:
Device evaluation: 1 x fs-pc-7 of lot number c1965262 was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The following files are related to this complaint: (B)(4) "prothesis could not be guided through the wirelock". The device related to this occurrence underwent a laboratory evaluation on the 23rd nov 2022. On evaluation of the device the device was noted that the pushing catheter and stylet returned. Stent not returned. No damage noted on catheter. No damage noted on stylet. Wireguide diameter measured at both ends and found to be 0.035" and 0.031" respectively. Stylet detaches without issue. Documents review : prior to distribution all fs-pc-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1965262 the instructions for use, which accompanies this device, instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: no root cause required as the complaint is not confirmed. As per customer testimony the wirelock appeared to be blocked from the inside causing the stent and other instruments to become hooked to the wirelock. As the wirelock caused the advancement difficulty of the stent the cook stent is confirmed to have not contributed to the event. When the wirelock was removed the stent was put in place successfully. Cook does not supply the wirelock. Summary: the complaint cannot be confirmed because the device or the procedure has not caused or contributed to the events reported. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: 1 x fs-pc-7 of lot number c1965262 involved in this complaint was was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The following files are related to this complaint: (B)(4) "prothesis could not be guided through the wirelock". The device related to this occurrence underwent a laboratory evaluation on the 23rd nov 2022. The returned device lab examination findings and observations can be referred through attached photos on evaluation of the device the device was noted that the pushing catheter and stylet returned. Stent not returned. No damage noted on catheter. No damage noted on stylet. Wireguide diameter measured at both ends and found to be 0.035" and 0.031" respectively. Stylet detaches without issue. Image review: n/a documents review: prior to distribution all fs-pc-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1965262 the instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: no root cause required as the complaint is not confirmed. As per customer testimony the wirelock appeared to be blocked from the inside causing the stent and other instruments to become hooked to the wire lock. As the wirelock caused the advancement difficulty of the stent the cook stent is confirmed to have not contributed to the event. When the wire lock was removed the stent was put in place successfully. Cook does not supply the wire lock . From the investigation it can be concluded that the fusion pushing catheter fs-pc-7 did not cause or contribute to this event. Summary: the complaint cannot be confirmed because the device or the procedure has not caused or contributed to the events reported. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR cancellation report is being submitted as result of file being reassessed due to precedence applied in error. Report no longer required. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. As the product complaint is not confirmed, no risk assessment required as "there is no verifiable failure identified with the device(s)." No reporting malfunction precedence exists for this complaint event for this product family.